Manufacturer narrative:
The baxter technician found that it was age-related deterioration of the high-low head up valves, needed to be replaced. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage, and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the high-low head up valves to resolve the reported event. Based on this information, no further action is required.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Sakai city general med centre notified the distributor which was further reported to baxter on 11 dec 2025 and reported that for 1 unit of totalcare frame (product code: p1900q006993; lot/serial number: (B)(6)) that the head of the bed does not rise. This was found during use. There were patient involvement and no injury or any impact on the patient or user resulting from this.